Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. Enclosure charger and tray asy battery 1 replaced to resolve the issue. The system passed a system checkout and was returned to an operational condition. Concomitant medical products: product ID: bi71000175, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2021 salesforce c00219613 (rep, hcp, for): medtronic received information regarding an imaging device being used outside of a procedure. It was reported that there was a red flashing battery indicator.

Manufacturer narrative:
Continuation of d11: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000175, lot/serial#: (B)(6) ; product ID: bi71000163, lot/serial#: none h3) the battery tray was returned to the manufacture for evaluation. After performance testing and visual/physical examination the reported issue was confirmed. Battery tray passed visual inspection. Battery tray was tested. During bench test, one of the four batteries measured at 10 vdc, while the other three is measured at 13 vdc. Battery no longer held charge. B01, c02, d02 the enclosure charger was returned to the manufacture for evaluation. After functional testing, performance testing, visual/physical examination, usability inspection the reported issue was not confirmed. Charger enclosure was dusty, and matted on fans. It was cleaned and installed into a known functional system. The system initialized. Motion, generator, communication and charging readied. 2d and 3d images were successful. No failure was found. B01, c19, d14. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.